Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt has a (B)(6) driveline infection. The pt presented in (B)(6) 2014 to the local emergency room with fever, cough and altered mentation. The sepsis/driveline infection was treated with IV antibiotics. The pt was eventually discharged with IV nafcillin. The pt is currently on chronic doxycycline for the infection.